Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the port used for maintenance ivf was leaking during a dilaudid infusion. The side port luer lock seemed tight but even after adjustment continued to leak. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a ¿leak at connection to another set¿ was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found a crack in the female luer wall located on the opposite side of the luer injection gate. No tool marks or signs of over torque were observed. Functional testing confirmed the set leaked from the crack in the female luer. No other leaks or defects were observed. The root cause of the customer¿s report of a leak at the connection to another set was identified as a crack in the female luer. The cause of the crack is unknown.